Manufacturer narrative:
Patient weight not made available from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as 12/09/2013. Replacement trajectory guide kit shipped to site 03/28/2013. Suspect device was disposed of at the site and will not be returned to manufacturer for analysis.

Event description:
A site representative, purchasing, reported that, while in a procedure, the trajectory guide stem would not fit inside the straight base, it would fit only the angled base. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.